Event description:
It was reported that a patient was revised due to pain and tibial loosening. The tibial component was found to be grossly loose with no cement adhered to the titanium surface. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D6a. Implant date: (B)(6) 2021. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D4: attempts have been made to gather all product identification information, and no further information has been provided.

Event description:
It was reported that a patient's tibial tray was revised approximately three years and five months post implantation due to loosening. The tibial component was found to be grossly loose with no cement adhered to the titanium surface.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided photo identifies an explanted femoral and tibial component covered in bio debris. No product has been returned therefore no further evaluations can be made. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.